Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer's site. The fse discovered a wet rinse block and loose tubing on the rinse block. The fse trimmed the tubing where the connection was loose and reattached the tubing to the rinse block to resolve the leak. The fse inspected the waste vacuum chamber and the waste tubing. The fse discovered that the waste tubing was pressed tight where the pinching occurs and the fse proceeded to replace the waste isolation chamber and the pressed tubing. The fse indicated that replacement of the waste isolation chamber and pressed tubing were unrelated to the leak and were replaced as preventative maintenance. Failure mode of the event is attributed to a loose tubing on the rinse block. Beckman coulter internal identifier for this report is (B)(4).

Event description:
The customer reported diluent leaked from the probe of the coulter ac*t diff 2 analyzer. The customer stated that the leak occurred between runs. The volume of the leak is unknown but the customer indicated that the leak was contained within the instrument. The customer was wearing gloves at the time of the event and no injury or exposure was reported. No erroneous results were generated and there was no change or effect to patient treatment in connection with this event.